Manufacturer narrative:
B5: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿suspected to be a contact peritonitis, similar to other episodes they had had in the past¿. The nurse reported there was no suspected product malfunction. Pd therapy was discontinued, and the patient was transferred to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. The nurse reported there was no suspected product malfunction. Based on additional information received, the minicap was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pain and swelling. The patient reported they were unsure what caused the event; however, they ¿suspected they had peritonitis due to the minicaps¿. The patient further reported they perform dialysis in "dark/dusk" and could not visually see any abnormalities on the minicaps. The patient was hospitalized and treated with vancomycin and an unspecified antibiotic for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2023. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.